Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning had previously occurred on the right ventricular (rv) lead for low impedance, which caused a polarity switch to unipolar pace/sense. At that time, the lead was reprogrammed back to bipolar sensing and pacing. A current device check showed that there continues to be intermittent low ventricular impedances on the lead. The lead remains in use. No patient complications have been reported as a result of this event.